Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as conclusion code was added. Boston scientific received information that this pacemaker device was malfunctioning. There were incidents over the weekend and patient's heart rate has been fluctuating. Moreover, patient reported heart beating like it was coming out of chest and strong pounding. Also, atrial fibrillation (af) has come back regularly. The patient visited cardiologist and was told everything was checked out okay with device. Boston scientific technical services (ts) discussed basic device function, pacer measurement and advised to follow up with the physician regarding the symptoms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was malfunctioning. There were incidents over the weekend and patient's heart rate has been fluctuating. Moreover, patient reported heart beating like it was coming out of chest and strong pounding. Also, atrial fibrillation (af) has come back regularly. The patient visited cardiologist and was told everything was checked out okay with device. Boston scientific technical services (ts) discussed basic device function, pacer measurement and advised to follow up with the physician regarding the symptoms. This device remains in service. No adverse patient effects were reported.